Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false negative result on a male patient. There was no patient information, no details surrounding the event. There were multiple requests for information but to no avail. Method: results: sample :positive/negative: I-stat, 20.8 ng/l , a , negative, lab , 36 ng/l , ni , positive. Facility positive cut-off: I-stat male 99th%: 28.0 ng/l, I-stat female 99th%: 13.0 ng/l, roche male 99th%: 22.0 ng/l, roche female 99th%: 14.0 ng/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).